Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grandmother reported via phone call the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 9.3 mmol/l at the time of the incident. Grandmother stated the insulin pump does not give loud alarms only beeps. Troubleshooting was performed and hardware low level failure alarmed during self-test. Advised the insulin pump will need to be replaced. The grandmother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.